Event description:
It was reported that during a nephrectomy procedure, the device misfired where the staples did not deploy. The staples laid down about half way and the device did not cut. The case was completed with a different device. No patient consequences were reported.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/2 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reported event could not be confirmed as no short cut or absent cut were noted during functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.